Event description:
Additional information: the cuff was not inflatable. The tube was changed to resolve the issue. No injury to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the endotracheal tube was leaking around the bulb. Patient involvement unknown.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: five product samples were returned unused and with the original packaging closed. Per visual inspection, no visual defects were detected in the samples, since the samples had the pouch closed. Each sample was opened to perform a leak test. All samples passed. The complaint was not confirmed, and no further analysis was performed. Based on the analysis performed, no root cause could be determined since the complaint was not confirmed as the samples provided do not show any failure mode. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed. Email is: regulatory.responses@icumed.com.